Event description:
It was reported 24 bd¿ nestable sharps collectors had lids that would not stay closed. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a lid issue of sharps collector. According to the customer's verbatim report, the lid spontaneously becomes open at regular intervals."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no photos or samples were received. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that lid opens spontaneously after it is shut. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: after 24 hours, none of the tested lids went open by themselves. All the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. All the material met the expected results. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections.

Event description:
It was reported 24 bd¿ nestable sharps collectors had lids that would not stay closed. The following information was provided by the initial reporter, translated from japanese: "this is a report about a lid issue of sharps collector. According to the customer's verbatim report, the lid spontaneously becomes open at regular intervals."